Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the system failed to start up. Upon troubleshooting, the philips engineer manually powered on the host pc, which allowed the system to start up normally. Nevertheless, it was determined that the host pc was defective. The fse replaced the host pc and installed the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.